Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. The morning of (B)(6) 2023, the patient had a cgm reading of 140 mg/dl. Later, when the patient was at work, the cgm reading was 300 mg/dl and the patient self-treated with 20ie units of insulin. After the self-treatment the patient developed muscle tremors and difficulty breathing and was brought to the hospital by the ambulance. In a received medical record from the hospital, it is stated that the blood sugar level dropped to 40 mg/dl after the insulin was given. Either from the paramedics or at the hospital the patient received an unspecified infusion. When blood tests were done in the hospital the blood glucose reading was 238 mg/dl and the patient had recovered. When the blood tests were done it was also noted that the patient had hypokalemia and was given an unspecified potassium effervescent tablet. It was not reported that the hypokalemia was in any way related to the hypoglycemic event. The patient was discharged on the same day. There were no specific cgm, and blood glucose readings reported from the event that were taken at the same time, but the patient stated there was a difference of 150 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.